Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the lead, no capture was observed initially. When the physician attempted to unscrew the lead to retract the helix from the body. However, it was unsuccessful and tissue was caught inside the helix preventing extraction. When pulled forcefully, and observed outside the body, the helix was stretched due to the force. The lead was attempted not used. No patient complications have been reported as a result of this event.